Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, events of myopotential oversensing were noted on the device. The device was reprogrammed, but the event was not resolved. Device replacement is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored